Event description:
It was reported that the patient had missed a refill and the reservoir was empty. It was stated that the low reservoir alarm had occurred on (B)(6) and empty reservoir occurred on (B)(6). The patient had presented with increased spasticity, though she did not require medical attention for it. It was also noted that the patient had never received benefit from the therapy besides her having "a little less spasms." The physician was still titrating the pump when the refill was missed. The drug used in this system was lioresal. About four weeks later, it was reported that the patient was "non-compliant" as she has cancelled multiple refill appointments and h as let her pump run dry twice. The first time her pump had an empty reservoir was in (B)(6) 2012. It was stated that the patient was last refilled on (B)(6) 2013. The refill physician suspects there has been internal pump tubing damage because of the previously empty pump, though no diagnostics had been performed. At the time of report, the plan was to keep refilling the pump with an increased dose while monitoring the patient's symptoms and checking for volume discrepancies.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).